Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the system had no vacuum or aspiration during phacoemulsification. The surgeon removed the handpiece from the eye and exchanged it. The handpiece did not seem to work at full capacity but the surgeon was able to complete the procedure with no harm to the patient. The remainder of the procedures were cancelled because the facility had only one console.

Manufacturer narrative:
The system was examined and the reported codes were replicated. The fluidics module was replaced, to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 10, 2011. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).